Event description:
It was reported that the patient experienced pectoral stimulation. The patient presented to the clinic and it was noted that the left ventricular lead had dislodged. Twiddlers syndrome was suspected. On (B)(6) 2015 the lead was explanted and replaced. No adverse events occurred during the procedure. The patient was in stable condition and would continue to be monitored with routine follow up.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.